Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader turns on when pressing the start button. Sticky switch or slow response from button was not observed. Visual inspection has been performed on the reader and no issues were observed. Therefore, this issue is not confirmed.

Event description:
A button/power issue was reported with the adc device. The reader button no longer responds properly, they have to press it several times in order for the button to function and as a result, the customer experienced a loss of consciousness. Customer was treated with glycogen injection (dose unspecified) by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button/power issue was reported with the adc device. The reader button no longer responds properly, they have to press it several times in order for the button to function and as a result, the customer experienced a loss of consciousness. Customer was treated with glycogen injection (dose unspecified) by a third-party. There was no report of death or permanent impairment associated with this event.